Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a patient. On (B)(6) 2011, method: I-stat, time: 18:43, result: 0.12 (whole blood-sample a); I-stat, unk, 0.07 within 30 mins (sample b); beckman, unk, 0.01 (sample a). Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).